Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fluctuating and undefined qualified as high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.